Event description:
It was reported that patient underwent hip arthroplasty procedure utilizing an acetabular cup inserter on (B)(6) 2011. During the procedure, the thread fractured off the tip of the inserter's threaded rod while surgeon was impacting the acetabular cup. The fractured piece was retrieved from the patient's wound and the surgeon was able to complete the procedure as the fractured cup had already been impacted into place. There was no significant delay as a result.

Manufacturer narrative:
Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." "Intraoperative fracture or breaking of instruments has been reported." Evaluation of the returned device found evidence to suggest the threaded rod was not fully engaged into the cup at the time of impact, contributing to the fracture, likely resulting in bending overload. (B)(4).